Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during removal, while deflating the balloon, the balloon folded on itself and thus did not fully empty. The patient experienced pain. The patient's current condition was reported as fine.

Event description:
It was reported that during removal, while deflating the balloon, the balloon folded on itself and thus did not fully empty. The patient experienced pain. The patient's current condition was reported as fine.

Manufacturer narrative:
(B)(4). The device lot number was not provided; therefore, a DHR review could not be conducted. An actual sample was returned for investigation. Only the tip of the catheter was returned for investigation. Based from the complaint description, it was likely that the catheter was unable to be emptied or deflated during catheter removal. To verify the accessibility to the balloon deflation, the actual sample has undergone a couple of testing. The sample was first inflated with colored water using venflon needle shows no issue to stay inflated. The sample was then subjected to deflation testing using the same method. Once again, the sample is able to deflate completely without having any difficulty. Non-deflation could be due to several reasons such as improper fixation of syringe to the valve, faulty valve and blockage of inflation lumen. In a standard practice, an empty syringe without plunger is also recommended to be used to drain off the fluid by gravity and avoid creation of vacuum effect and ease deflation process. Besides that, based on the IFU, it was advice to cut the shaft near the entry site as to allow the liquid to flow out of the balloon if the valve fails to deflate the balloon. In our current standard operating procedure, the products are subjected to 100% visual inspection and any defective raw balloon will be discarded before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection, 20 minutes leak test and 100% deflation process. Catheter with defective balloon will be culled out during this process. Balloon could not be deflated may due to several reasons. However, the returned sample exhibits no such issue during testing. Therefore, this complaint could not be confirmed.